Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the clinician was attempting to turn atrial ventricular (av) conduction mode switch off in the pacemaker and the mode was vdd, the window was "greyed out" and she was unable to programme the pacemaker. It was noted that there were no stop signs on the programmer. In troubleshooting the user programmed to vvi mode and back to vdd mode however she could no longer re-programme back to vdd mode. She re-interrogated the pacemaker with no change. In further troubleshooting the programmer was re-booted and the clinician was able to programme the pacemaker back to previous settings and turn av conduction mode switch off. The programmer remains in use. No patient complications have been reported as a result of this event.